Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure, the seal cap the membrane ripped. No piece fell into the pt. Used another one to complete the procedure.